Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead exhibited noise, oversensing and pacing inhibition. Fluoroscopy revealed damage to the lead body. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.